Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR.

Event description:
Procedure: lap hernia repair. According to the reporter: the instrument fired one tack and then jammed on the second firing. The black handle locked into the fired position, and would not allow further tacks to be deployed. This occurred on three successive instruments. A new gun was used. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.